Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime and a33 and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unit received with currents in specification. No unexpected failed battery. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and battery test failure. Customer does not recall any significant events leading to the error, but that it happened during a set change and during the fill cannula sequence. The customer also indicated that the battery was changed but the alarm did not clear. Customer's blood glucose was 126 mg/dl. Troubleshooting was done for motor error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.